Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a separation issue at the main body of the twist clamp. This was described as ¿unable to fit tightly to the patient end tube group. The joint will separate from the main body¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device and a photograph of the sample were received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The female connector and the main body were twisted by hand for solvent bond check with no issues and no separation of components. The reported separation was not verified of the actual sample. Review of the photograph showed the dark blue female connector was separated from the light blue main body. The reported separation was verified in the photograph. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.